Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with three proglide devices, using the pre-close technique, via an 8f sheath prior to an interventional atrial fibrillation- atrial flutter ablation procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the next proglide device had no suture present when the proglide plunger was removed. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 14f and the interventional atrial fibrillation- atrial flutter ablation procedure was completed. When the 14f sheath was removed the preplaced suture knots would not advance at end of case. The sutures were removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.